Manufacturer narrative:
On (B)(6) 2016: territory manager had reported that the customer was using lantus in the pump. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels (611 mg/dl) for an extended period of time. The customer delivered boluses with the pump to address bg level. The customer went to the emergency room and admitted to the hospital on (B)(6) 2016. The customer was treated with an intravenous insulin drip and insulin injections. During troubleshooting with tandem technical support, it was indicated that the customer received multiple incomplete bolus alerts, however, the customer confirmed that all boluses requested were delivered. The customer was released from the hospital on (B)(6) 2016.